Manufacturer narrative:
The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event (previously reported as not hospitalized). On unreported dates, the patient began treatment for the peritonitis with vancomycin, 3 doses, 1.5 grams, intraperitoneally [ip]; gentamicin, 75mg, ip (frequencies were unknown) and the patient was switched to hemodialysis therapy permanently. On an unknown date, the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The cause, treatment, and patients outcome were not reported. The patient was not hospitalized and the action taken with pd therapy was not reported. No additional information is available.